Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection of the complaint mr290v chamber identified horizontal crack lines on the lower part of the dome. Contamination was also observed within the chamber dome. Conclusion: we were unable to determine what had caused the cracking on the chamber dome. The crack is most likely due to a combination effect of mechanical stress and degradation of chamber dome, however the stress source is unknown. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water due to cracked chamber dome. There was no patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of retrieving of the complaint (B)(4) vented autofeed humidification chamber for evaluation. We will provide a follow up response upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water due to cracked chamber dome. There was no patient consequences.